Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Verified the monitor was connected via sdi going from sdi out 1 port on cv-190 to sdi in-2 on monitor. The customer had moved the cable from sdi in-2 to sdi in-1, still no image. He advised that he was unable to select the input on the monitor, i.e. Sdi or dvi and that the dropdown did not appear at all when pressing the ports a and b or input buttons. The customer ran the sdi cable from the cv-190 to the working secondary monitor to verify functional cable and an image was present. We then asked the customer if he would be able to try another working processor or cv-190 with the monitor and he advised there was a working tower in another room but was currently in use. He will attempt to make the switch, observe the results. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center was completely black. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.